Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -06.00/+0.5/002 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to the patient experienced halos. Hyaluronic acid was used during the explantation, which induced a cataract. The patient is being closely monitored. The cause of the event was unknown.